Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust, liquid ingress, black hair like contamination in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown. In this report, box b, d, g, h has been updated/ corrected.

Event description:
The manufacturer received information in relation to a repaired dreamstation auto bipap alleging smoke from power cord connection and burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.